Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic experienced controller failure (red alarm). There was no report of patient harm or injury.

Manufacturer narrative:
The investigation into the controller failure (red alarm) issue has been completed. The automated impella controller (aic) was returned for investigation. Data analysis: controller failure (purge pressure sensor (pps) defect ¿ event set #418) was confirmed in the aic logs. This alarm triggers when the voltage coming from the pps is out of range and was persistently occurring. The root cause of the controller failure alarm was due to a defective pps. Before returning this console back to the customer, field service was instructed to replace the pps and perform a full functional check on the console and optical system. This report is being filed as part of a retrospective review of historical records.